Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Screw is stripped in the box trial.

Manufacturer narrative:
Examination of the returned device confirmed the set screw is stripped. The set screw has been backed out beyond the retaining pin. Wear and tear is evident. The retaining pin is designed to prevent the setscrew from being removed. If the setscrew is backed onto the retaining pin it can cause damage to the threads leading the screw to be stuck in the mating threads. The root cause has been attributed to a combination of device wear and user error/technique. The device is old and has been subjected to heavy usage. Based on root cause determination of device wear and user error/technique, corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.